Event description:
Our rep is reporting that the patient had a knee repair in 2007 with the use of a rigidfix system for fixation. Five months subsequent later, the patient presented with lateral pain, one of the rigidfix pins had migrated. Seven months post-op, in 2008, the patient underwent a re-surgery at which point the surgeon removed the pin and scar tissue around the it band. Complaint device discarded. This is all of the information and detail that has been made available to mitek. Questions out for further information & clarity.

Manufacturer narrative:
Mitek is at this point in time engaged in information gathering. When all that can be had, is had and evaluated, the results will be the subject of a follow-up report.